Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty cycler set and the reported patient¿s event of peritonitis which required antibiotics and antifungal medications and subsequent hospitalization. However, there is no documentation or evidence indicating a causal relationship between the liberty cycler set and the patient¿s peritonitis, nor is there any allegation a fresenius device(s) malfunctioned or failed to perform as expected. Per the pdrn, the causality for the patient¿s peritonitis event was reported as environmental contamination. The etiology of the peritonitis was confirmed as fungal in the hospital discharge summary. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, it was reported by the peritoneal dialysis nurse that the patient was diagnosed with peritonitis. Follow up with the patient¿s peritoneal dialysis nurse indicated that the peritonitis was not reported at the time because it was attributed to contamination from environmental factors. The pdrn reported the patient underwent dialysis treatments in a damp room and routinely left supplies out for hours prior to the treatment. Additional information as solicited and obtained. It was confirmed that the patient reported to the clinic around (B)(6) 2017 (specific date unknown; date based on medical records) that he was experiencing drain pain and discomfort with fever and chills off and on for the last 2-3 weeks. Per the document, the patient did not notice cloudy effluent, but peritonitis was suspected and the patient was advised to have pd cell count and cultures drawn. The cell count was 150 (unknown units) and the patient was prescribed/treated with broad-spectrum vancomycin and cefazolin (dose, strength, duration and frequency unknown) intraperitoneally (ip). The initial culture in the aerobic bottle was growing yeast and the patient was contacted to report to the emergency room (ER). Infectious disease was notified as the patient¿s pd catheter (not a fresenius product) would need to be removed and the patient transitioned to hemodialysis (hd). In the ER the patient was started on intravenous (IV) diflucan (dose, strength, duration and frequency unknown) and fungal cultures of blood and pd effluent were ordered. The patient reported some abdominal discomfort and a low-grade fever but denied nausea, vomiting and diarrhea. The patient¿s pd fluid count in the hospital was 3592 (unknown units) which was 60% neutrophils and 15% eosinophils, but the cell count had dropped to 392 (unknown units). Outpatient cultures were growing mold, final identity pending (results not documented). The patient was subsequently diagnosed with fungal peritonitis. The patient was scheduled to have his pd catheter removed and transition to hd therapy with the possibility of returning to pd therapy at some future date. The diflucan was to be continued. It is unknown when the patient was discharged or when the patient returned to pd therapy. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The alleged device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."